Event description:
Customer thought that the batteries were dead so they replaced them. Now the numbers on the screen are not coming up. A review of the system was conducted over the phone. This review indicated that segments were missing from the display. The customer was asked to return the meter for further evaluation and a replacement was provided. The customer was invited to call 24/7 with future questions/concerns.